Event description:
It was reported initially by customer that device caused under-infusion to pt. Through several attempts to gather more info, it was reported by customer that pump was infusing too slowly. Customer reported that pump was setup as a piggyback to infuse at 100ml/hr and volume of 100ml. Customer reported that device switched to the primary bag with 33 ml of antibiotics remaining in bag. Customer reported that no add'l info could be provided about the event. Pt did not experience any adverse affect as a result of reported issue. Customer reported that pt is doing fine.

Manufacturer narrative:
The complaint was not confirmed for the reported issue. Upon receipt of the device from customer, device underwent 4 add'l volumetric evals by failure analysis. Device passed volumetric evals and tested within specifications. Investigation results: a 4x volumetrics of 120ml/hr and 10ml tested in specification: 1st test: 9.9ml or 99% of expected volume, 2nd test: 9.8ml or 98% of expected volume, 3rd test: 9.9ml or 98% of expected volume, 4th test: customer set tested 9.8ml or 98% of expected volume. Preventative maintenance was also performed. During inspection and eval it was discovered that this outlook device contained non OEM parts that were added by the customer that have not been validated to meet MFR's specifications. This could possibly affect volumetric accuracy and is still being tested. There is not sufficient info available to determine root cause for reported complaint. Ongoing communication with customer to collect add'l info is still in progress so that root cause can be determined for reported issue.